Event description:
Pt's father reports that cadd ext tubing has been leaking from the area where the filter is. It has happened on 3 different sets of tubing. He did not have the total; however, asked him to call back later with the lot number on pt's current tubing. Pt has plenty of backup tubing at home. No harm to pt. No further info available. Diagnosis or reason for use: i27.0.